Event description:
Per the clinic, the device was explanted (B)(6), 2015 due to a cholesteatoma; and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed 14 sep 2015.

Manufacturer narrative:
(B)(4).